Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a particle contamination prior to patient use. The device was filled with ¿fluorouracil 5000mg in 115ml¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from october 30, 2019 - october 31, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed evidence of a dark brown color burnt polyvinylchloride (pvc) particle embedded in the tubing line. The particle was not in the fluid pathway. The reported condition was verified. The cause of the condition is a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.